Manufacturer narrative:
Other, other text: b3. Date of event is unknown. D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the tamper seals removed but no physical damage. The event history log was unable to be reviewed due to the error on the screen. During the functional testing, error 1660 was able to be duplicated. The microprocessor board was replaced as it was found to be causing the errors. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported, the device alarmed for error code 1660. For processor main board failure, clock battery. Upon internal inspection, device pad on board is missing. No patient injury/involvement reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.